Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694965, implanted: (B)(6) 2005. Product ID 407645, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.